Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated they noticed a crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display anomaly due to battery tube power connector not fully connected into electrical board. Unable to perform functional test including self test, sleep current measurement, active current measurement and displacement test due to blank display. Device received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. Device p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.